Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient was experiencing confusion, dizziness, a stomachache, a headache, and difficulty moving. The patient¿s cgm was reading 389 mg/dl. No bg meter reading was done at this time. Due to the patient¿s symptoms, she went to the ER. At the ER, the patient¿s bg meter reading was 752 mg/dl. The patient could not recall the specific medications she was provided at the ER but mentioned an unspecified anti-viral medication. The patient was discharged home later the same day. The patient was ¿tired¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.